Manufacturer narrative:
H3: product analysis product ID# b3300542, s/n: (B)(6). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified. Product analysis product ID# neu_stylet_acc lot: analysis identified that the stylet wire was bent. Product analysis product ID# neu_stylet_acc lot: no anomalies detected medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at initial implant, lead impedance test was run and contact 2 had high impedances. After adjusting cable and wiping down lead manufacturing rep and hcp retested and still had high impedances. Rep then decided to use new lead. After new lead was inserted impedance test still came back high. They then tried new lead test cable which also had high impedances. They then decided to try new ens. This did not resolve impedance issues either. They then made adjustment to new cannula and impedances got better but were still out of range. I then dropped a third lead and impedances were within normal range at this point with new cannula. Rep expresses that there are no environmental factors in play other than possibly a cannula causing the issue. When they changed cannulas the issue resolved on the third lead. However, it appears there might be an issue with the first two leads as when they tried removing them from cannula they both got stuck initially.

Manufacturer narrative:
Continuation of d10: product ID: b3300542 (B)(6); product type: 0200-lead; implant date: on (B)(6) 2025; explant date: on (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.